Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the htr implant did not fit the patient as expected, therefore the surgery was extended approximately 40 minutes, while the surgeon modified the implant to fit.